Event description:
It was reported that during the procedure in the moderately tortuous/calcified right coronary artery via radial access, a 2.5x12 rx xience prime stent was deployed and a proximal edge dissection was observed. A 2.5x12 xience prime stent was deployed for treatment of the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.